Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Upon troubleshooting actions, rse identified the main circuit breaker had been tripped. The rse recommended that the customer reset the circuit breaker. After reset the circuit breaker, the system was returned to use in good working order.